Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a loose grip cable at the distal end. Further investigation found a dislodged conductor wire at the yaw pulley, and the conductor wire insulation was damaged at the distal end. The wire was exposed. The instrument passed an electrical continuity and energy delivery tests. No thermal damage and no missing material were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. After the instrument housing was removed, the instrument was found to have a dislodged grip cable. Hairline cracks were found on grip input disks. The instrument was found to have one cracked clamping pulleys at the proximal end. As a result, the grip cable became loose. The complaint was confirmed by failure analysis.

Event description:
It was reported that during an assisted da vinci partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable or loose. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that there was no report of instrument issue or any patient injury from the last procedure usage.